Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced detachment of device or device component and patient device interaction problem. This information was received from one source. This malfunction involved one patient with no consequences. The patient is (B)(6) year old male with weight (B)(6) lbs.